Event description:
The right atrial (ra) lead was returned with no information and subsequently tested out of specification. Follow up provided that the patient's right ventricular (rv) and ra leads had significant pull back and dislodged from the original implant position. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the proximal conductor was fractured. The distal conductor was stretched and the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached (clavicle rib crush), was melted, there was metal induced oxidation, there was a cosmetic environmental stress crack and a cosmetic depression. The helix was bent/distorted and there was blood in/on the helix mechanism. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The proximal conductor had blood/body fluid, there was blood in/on the helix mechanism and there was apparent explant damage. The outer insulation was melted, pulled apart (overstress), there was cosmetic metal induced oxidation, cosmetic environmental stress crack, the insulation was breached cut and there was a cosmetic depression. There was blood in/on the helix mechanism and there was apparent explant damage.